Manufacturer narrative:
Updated fields - b4,d9,e1(site country),g3,g6,h2,h3,h4,h6(type of investigation,investigation findings,component code,investigation conclusions),h10. A getinge field service engineer (fse) end user reported that they were unable to zero the blood pressure transducer.fst arrived onsite and was able to verify the touch screen was intermittently responding to touch. Event logs recorded multiple occurrences of "fault code # 63 - unable to configure the touch screen controller device". Touchscreen assembly was replaced in the monitor. Touchscreen was recalibrated and the touchscreen test passed in the service mode. Complete pm performed with full calibration, functional testing and electrical safety checks to factory specifications. Unit returned to customer and cleared for clinical use. No patient involvement. The failure analysis and testing department received the following parts associated with this complaint: touch screen assy. This part was received with a reported unit failure message of touch screen not responding. Performed visual inspection of this part received and part looks to be in good condition. Installed the touch screen assy. Into the cardiosave test fixture and tested to the factory specifications per pn 0002-07-d016 revision d and the cardiosave service manual pn 0070-00-0639 revision q. The failure analysis and testing department verified the failure of touch screen not responding. Touch screen assy. Failed testing. Retaining the touch screen assy. In the fat dept. As per procedure 0002-07-d008 rev ak. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit was unable to zero. There was no patient harm reported.